Manufacturer narrative:
G4: 28sep2020. B4: 29sep2020. Multiple requests were made for evaluation and resolution data without a response from the customer. 1. Tuesday, july 14, 2020 6:27 pm emailed (B)(4). 2. Tuesday, 15 september, 2020 2:37 pm emailed (B)(4). 3. Tuesday, 22 september, 2020 10:35 am emailed aaron naraine <aaron.naraine@hoag.org. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jul2020.

Event description:
The customer reported that the touchscreen was not calibrating. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.